Manufacturer narrative:
(B)(4). Several unsuccessful attempts have been made for medical records and further information. A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A nurse called in for technical assistance and reported that a peritoneal dialysis was in hospital for an unknown reason or admission date and had peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the complainant dialysis treatment clinic were reviewed for three months prior to the date of occurrence to determine a potential related lot. Visual inspection and simulated testing was performed on four tubing sets of a reserve sample device from one potential related lot. The test was completed successfully without failures. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.